Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the noise issue and subsequent delay remains unknown.

Event description:
During a supraventricular tachycardia procedure, signal interference issues on the catheter resulted in a delay to the procedure. After the catheter was inserted into the patient, it was noted that there was interference on the potential of the ablation catheter. The ground wire was checked for a normal connection. The rf instrument, light source, amplifier, and display workstation were restarted. The case was also re-entered multiple times but with no resolution. The catheter was replaced, and the potential could be displayed normally resolving the issue. The procedure was completed with no adverse consequences to the patient.